Event description:
It was reported that the pace impedance of the right ventricular (rv) lead was greater than 2,500 ohms. Noise was also present and the patient received inappropriate anti-tachycardia pacing and five shocks. The lead was capped and abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.